Manufacturer narrative:
Concomitant product(s): the model number of the pump is 6500. Patient code - it was reported that a "serious injury" occurred, however no other details regarding the injury were provided. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a chemotherapy leak occurred during use of a cadd administration set. The patient noted their pump became disconnected at some point overnight. The patient paused the infusion when they noticed the bag felt "damp". Upon inspection, there was an "obvious" accumulation of fluorouracil on the pump satchel, which was disposed of in a chemo bag and placed into a chemo bin. The source of the leak was found to be at the tubing proximal to the pump, despite being reinforced by the patient's nurse the day prior. Information provided states an event report type of "serious injury", and an event outcome of "required intervention", however details on the injury and intervention were not provided. Additional information regarding the event has been requested, but not yet received.